Event description:
The resuscitation bag was in use during transport of the pt. The oxygen level was between 10-15 l. Shortly after leaving the unit, the pt became difficult to bag (caregiver feeling resistance). The oxygen level was increased to 20 l. The pt was identified to have a pneumothorax; chest tube placed. Pt became bradycardic, then had cardiac arrest and expired.